Event description:
The customer reported "dusty white material" at the incision tunnel site upon using the I/a tip. The customer noted that I/a tips and sleeves were reused several times that day. When the surgeon was asked to clarify the event, he stated that the "dusty" materials were noted right after I/a, near the tunnel entrance. The surgeon tried scrubbing that area, but was unsuccessful in cleaning the debris. With the next pt, the surgeon used the same tip, and the same dusty material was observed. On the third pt, the surgeon decided to use the tip without the sleeve, and no dusty white material was noted this time. The surgeon stated there were no signs of any inflammation on either pt at one day post-op examination. This report is for one pt; for add'l pt see mfg report # : 2028159-2008-00210.

Manufacturer narrative:
No samples were returned for eval, and no conclusions can be made from the info received. The "dusty white" material is unk. The root cause of the pt event cannot be determined in this investigation. A trend review of the complaint indicates that there has been no adverse trending observed in the last 36 months. A copy of the directions for use for the I/a handpiece and tips was provided to the customer. This report mailed in to FDA on: 060/06/2008.